Event description:
Caller indicated the relion micro was reading low. Sisters age 7 and 10 home alone taking readings. On (B) (6) 2010 (B) (6) took her reading, it was 30. She took it again with the other meter and different strips and got 32. She called her mom, who told her to drink a coke and check it again when they got to school. The school nurse took the reading and it was over 300. They have 2 meters and 5 bottles of strips and no longer trust the readings they are getting. Controls not used.

Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Actual device not returned